Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is like to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the pt procedure planned was pci for lcx-m site, and the lesion had calcification. The voyager 3.5 x 20 mm balloon was pressurized to 10 atm in an attempt to pre-dilate the lcx-mid, but the balloon ruptured. The voyager was replaced with a new balloon and the procedure was completed successfully. No additional event of pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast visible in the inflation lumen. The balloon was ruptured radially, there was 7 mm of balloon returned. The distal section was not returned. The separated edges were jagged. There were no scratches visible. The inner member was separated 7 mm distal to the guide wire exit notch, the rest of the inner member was not returned. This will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.